Event description:
It was reported when the devices were used during an open gastric bypass procedure, the tissue retaining pin advanced approximately 1 inch past the anvil. There was no patient consequence.